Manufacturer narrative:
System restarted; power supply monitored; returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that no radiation occurred due to unstable power supply on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.